Event description:
A patient undergoing ablation for avnrt had a brief heart block during mapping due to catheter manipulation, then had another heart block during cryoablation. The procedure was interrupted. 2:1 conduction returned in about an hour and complete av conduction returned in about four (4) hours. The pt was doing well and no pacemaker was required. The device did not malfunction but its contribution cannot be ruled out. The event constitutes a serious injury because the ablation procedure was terminated prior to completion.